Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the viperwire guide wire fractured and a portion was retained in the pt's body. The csi rep was not present for this case. The lesion being treated was a 95% stenotic, heavily calcified stenosis which was 40mm in length and was located in the common femoral artery just proximal to profunda/sfa bifurcation. The reference vessel diameter was approx 7mm. The physician used a 6f introducer sheath from a right to left contralateral approach. The event details are currently unk, but the physician unsuccessfully attempted to snare the fractured wire and the fragment remains in pt's profunda artery distally and common femoral artery proximally. Additional info has been requested regarding this event.

Manufacturer narrative:
Device analysis: the device was discarded at the facility; therefore, an analysis of the actual complaint device is not possible. The device history record could not be reviewed as the lot # is unk. The root cause for the reported event is unk. (B)(4).